Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy"), genital injury ("fallopian tubes lacerations"), uterine injury ("uterine lacerations") and genital haemorrhage ("bleedings") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required), genital injury (seriousness criterion medically significant), uterine injury (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("acute abdominal pain"), groin pain ("inguinal and lumbar pain"), back pain ("inguinal and lumbar pain"), arthralgia ("joint pain (knees, hands, feet and arms)"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("loss of hair"), tooth loss ("dental problems (tooth loss)"), hypersensitivity ("allergic reactions"), food intolerance ("food intolerances"), fatigue ("fatigue feeling"), syncope ("fainting"), insomnia ("insomnia"), affective disorder ("mood disorders"), libido decreased ("decrease of libido"), tachycardia ("tachycardia"), depression ("depression"), menstruation irregular ("irregularity of period (abundant or non-existent or of abnormal duration)"), vaginal discharge ("vaginal leakages"), cystitis ("cystitis"), dermatitis ("dermatitis"), visual impairment ("decreases of sight"), ear disorder ("ear disorders"), weight fluctuation ("abnormal weight changes (both increasing and decreasing)"), dizziness ("dizziness"), migraine ("severe migraines"), amnesia ("amnesias"), paraesthesia ("tingling of limbs"), peripheral swelling ("swelling of the hands and ankles"), uterine leiomyoma ("uterine fibroids") and hyperhidrosis ("abnormal sweating"). The patient was treated with surgery. Essure was removed. At the time of the report, the hysterectomy, genital injury, uterine injury, genital haemorrhage, abdominal pain, groin pain, back pain, arthralgia, nausea, vomiting, alopecia, tooth loss, hypersensitivity, food intolerance, fatigue, syncope, insomnia, affective disorder, libido decreased, tachycardia, depression, menstruation irregular, vaginal discharge, cystitis, dermatitis, visual impairment, ear disorder, weight fluctuation, dizziness, migraine, amnesia, paraesthesia, peripheral swelling, uterine leiomyoma and hyperhidrosis outcome was unknown. The reporter considered abdominal pain, affective disorder, alopecia, amnesia, arthralgia, back pain, cystitis, depression, dermatitis, dizziness, ear disorder, fatigue, food intolerance, genital haemorrhage, genital injury, groin pain, hyperhidrosis, hypersensitivity, hysterectomy, insomnia, libido decreased, menstruation irregular, migraine, nausea, paraesthesia, peripheral swelling, syncope, tachycardia, tooth loss, uterine injury, uterine leiomyoma, vaginal discharge, visual impairment, vomiting and weight fluctuation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy"), genital injury ("fallopian tubes lacerations"), uterine injury ("uterine lacerations") and genital haemorrhage ("bleedings") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required), genital injury (seriousness criterion medically significant), uterine injury (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("acute abdominal pain"), groin pain ("inguinal and lumbar pain"), back pain ("inguinal and lumbar pain"), arthralgia ("joint pain (knees, hands, feet and arms)"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("loss of hair"), tooth loss ("dental problems (tooth loss)"), hypersensitivity ("allergic reactions"), food intolerance ("food intolerances"), fatigue ("fatigue feeling"), syncope ("fainting"), insomnia ("insomnia"), affective disorder ("mood disorders"), libido decreased ("decrease of libido"), tachycardia ("tachycardia"), depression ("depression"), menstruation irregular ("irregularity of period (abundant or non-existent or of abnormal duration)"), vaginal discharge ("vaginal leakages"), cystitis ("cystitis"), dermatitis ("dermatitis"), visual impairment ("decreases of sight"), ear disorder ("ear disorders"), weight fluctuation ("abnormal weight changes (both increasing and decreasing)"), dizziness ("dizziness"), migraine ("severe migraines"), amnesia ("amnesias"), paraesthesia ("tingling of limbs"), peripheral swelling ("swelling of the hands and ankles"), uterine leiomyoma ("uterine fibroids"), hyperhidrosis ("abnormal sweating") and joint swelling ("swelling of the hands and ankles"). The patient was treated with surgery. Essure was removed. At the time of the report, the hysterectomy, genital injury, uterine injury, genital haemorrhage, abdominal pain, groin pain, back pain, arthralgia, nausea, vomiting, alopecia, tooth loss, hypersensitivity, food intolerance, fatigue, syncope, insomnia, affective disorder, libido decreased, tachycardia, depression, menstruation irregular, vaginal discharge, cystitis, dermatitis, visual impairment, ear disorder, weight fluctuation, dizziness, migraine, amnesia, paraesthesia, peripheral swelling, uterine leiomyoma, hyperhidrosis and joint swelling outcome was unknown. The reporter considered abdominal pain, affective disorder, alopecia, amnesia, arthralgia, back pain, cystitis, depression, dermatitis, dizziness, ear disorder, fatigue, food intolerance, genital haemorrhage, genital injury, groin pain, hyperhidrosis, hypersensitivity, hysterectomy, insomnia, joint swelling, libido decreased, menstruation irregular, migraine, nausea, paraesthesia, peripheral swelling, syncope, tachycardia, tooth loss, uterine injury, uterine leiomyoma, vaginal discharge, visual impairment, vomiting and weight fluctuation to be related to essure. Most recent follow-up information incorporated above includes: on 8-nov-2018: following company internal coding review the event swelling of the hands and ankles was split and coded to peripheral swelling and joint swelling. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.